Event description:
On an unknown date in (B)(6) 2011, a patient underwent the first stage of thoracic penetrating atherosclerotic ulcer repair with aortic arch debranching, in a frozen elephant technique with a dacron graft and subsequent placement of a gore® tag® thoracic endoprosthesis. On (B)(6) 2016 the patient presented back to the emergency room with a small leak from the mid-portion of a previously placed dacron graft. This graft was placed approximately 1 cm proximal to the first tag device¿s origin. It is not known whether an additional device was used to bridge the dacoron graft to the tag device. The leak in the dacron graft was treated by means of sternal debridement, wound vac therapy and antibiotics. On (B)(6) 2016, the leak was further addressed by implanting a conformable gore® tag® thoracic endoprosthesis in the ascending thoracic aorta to cover the dacron graft leak. On (B)(6) 2016 the infection had resolved. On (B)(6) 2016 the conformable gore® tag® thoracic endoprosthesis was still in place and functioning well.

Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the sterilization records for the device verified the lot met all pre-release sterilization requirements. Conclusion: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to infections.

Event description:
On an unknown date in (B)(6) 2011, a patient underwent the first stage of thoracic penetrating atherosclerotic ulcer repair with aortic arch debranching, in a frozen elephant technique with a dacron graft and subsequent placement of a gore® tag® thoracic endoprosthesis. On an unknown date, the patient presented back to the emergency room with a small leak from the mid-portion of a previously placed dacron graft. This graft was placed approximately 1 cm proximal to the first tag device¿s origin. The leak was treated by means of sternal debridement, wound vac therapy and antibiotics. On (B)(6) 2016, the leak was further addressed by implanting a conformable gore® tag® thoracic endoprosthesis in the ascending thoracic aorta to cover the dacron graft leak. On (B)(6) 2016 the infection had resolved. On (B)(6) 2016 the conformable gore® tag® thoracic endoprosthesis was still in place and functioning well.

Event description:
On an unknown date in (B)(6) 2011, a patient underwent the first stage of thoracic penetrating atherosclerotic ulcer repair with aortic arch debranching, in a frozen elephant technique with a dacron graft and subsequent placement of a gore® tag® thoracic endoprosthesis. On (B)(6) 2016, a leak in the dacron graft was addressed by implanting a conformable gore® tag® thoracic endoprosthesis in the ascending thoracic aorta to cover the dacron graft leak. On (B)(6) 2016 the patient presented back to the emergency room with a small leak from the mid-portion of the previously placed dacron graft. This graft was placed approximately 1 cm proximal to the first tag device¿s origin. It is not known whether an additional device was used to bridge the dacron graft to the tag device. The leak in the dacron graft was treated by means of sternal debridement, wound vac therapy and antibiotics. On (B)(6) 2016 the infection had resolved. On (B)(6) 2016 the conformable gore® tag® thoracic endoprosthesis was still in place and functioning well.